Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the flare was uneven. A lip was noticed around one side of the flare. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported a catheter that was placed in the patient on (B)(6) 2016 separated from the hub when the patient touched it. The catheter was replaced with another one on 11 oct 2016. There have been no adverse effects to the patient reported.